Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that cs300 intra aortic balloon pump (iabp) had helium leak. No patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the "washer helium tank" was damaged, resulting in the presence of helium gas. Therefore, the fse replaced the helium tank washer. The unit passed all functional and safety tests as per manufacturer's specifications.

Event description:
N/a.